Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the routine explant procedure for reported normal battery depletion, this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited high pacing impedance measurements of 1,433 ohms and high shock impedance measurements of 124 ohms. No noise was observed on the rv lead channel. Boston scientific technical services (ts) discussed the option of continued monitoring of the lead in the absence of any noise. During the explant of the device, the pace/sense terminal pins of the rv lead and another manufacturer's right atrial (ra) lead were stuck in the proximal ports of the device header. Holes were drilled into the device header and the leads were successfully removed. The chronic rv lead was connected to the replacement ICD and high out of range shock impedance measurements were observed, however, pacing impedance measurements remained similar. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device header was noted to be returned detached from the device case with only one feed through wire still attached and all of the medical adhesive was on the bottom of the header with none left on the device case. Visual inspection noted that the ra ring, rv ring, ra tip and rv tip seal plugs were all missing and the header had been cut away in several places. The ra and rv pacing setscrews were all stuck in the up position in their respective retainer washers. The header was suspected to have become detached when experiencing difficulty removing the pacing leads out of the device header. No electrical testing was able to be performed as the header is detached from the device case and only one feed through wire remained intact. Review of stored device memory noted no high out of range pacing impedance measurements during device implant. Laboratory analysis was unable to confirm the reported clinical observations based upon the condition of the device header.